Event description:
It was reported that after connecting the catheter to the generator, energy was delivered, but it was not enough, according to the physician. Rebooting the generator did not resolve the issue. The catheter was changed, and the procedure was finished. The catheter was returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Analysis could not confirm the reported event. The catheter passed testing, with no anomalies found. Visual analysis indicated there was damage to the catheter during the procedure; the shaft had tool marks at various locations, and blood was noted at the distal tip.